Event description:
It was reported that occlusion alarms occurred. System check was started with tandem technical support (tts), however, customer declined to complete the check. Reportedly, the customer was wearing the infusion set for 2-3 days. Customer cleared the alarm and resumed insulin delivery. Customer¿s blood glucose level was 331 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider.